Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application did not alert the patient. No medical intervention was reported. Additional event or patient information is not available. Data was provided to evaluation. The reported event of no alerts on the g5 mobile application could not be confirmed. A root cause could not be determined via data.